Event description:
As reported, as per customer feedback, flotrac sensor measurements are less stable and reliable compared to other systems. No further information could be obtained. There was no allegation of patient injury reported. The device was not available for evaluation.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potentialcontributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Hospital information is confidential therefore.